Event description:
As reported by the user facility (translation of use facility information by bbm sales organization in (B)(6)): over infusion / free flow: fluid is sill running when the pump is stopped. And it seems that the infusion is too fast. The rate was set to 62ml/h and the bag with 1000ml was infused on 5 hours, means at a rate of 200ml/h. MFR - 9610825-2014-00141.